Event description:
It was reported that a patient's right ventricular lead was exhibiting high capture thresholds during an unrelated surgical procedure. The lead was capped and replaced with a new lead on (B)(6) 2022, and the patient was stable throughout.